Event description:
Aspect rep was contacted regarding a case which occurred in 2006. A female pt underwent a one hour cystoscopy procedure for stent placement and stone retrieval. A quatro sensor was applied to the left side of the forehead. At the end of the surgical procedure, the sensor was removed by the nurse in the or. Upon removal of the sensor, the anesthesiologist stated an irritation was visible in the area of the sensor strap between electrode #4 and #3. The anesthesiologist stated the skin did not feel raised, that it was smooth to touch and the skin was intact without evidence of disruption. No treatment was given to the irritation. The anesthesiologist did not feel that consultation or add'l evaluation was required. The anesthesiologist contacted the pt two days later and the red color of the irritation was fading to brown. Several attempts have been made to obtain further info. As of a month later, no further details have been provided. Therefore, it is unk if the irritation completely resolved.

Manufacturer narrative:
We conducted a review of the lot history record for the sensor which was used at the time of this incident. We concluded from this review that all sensors were properly inspected and tested in accordance with the approved quality control procedures. The sensor used in this incident and retained product were sampled by completing a visual inspection for contamination. Results indicate these samples passed our inspection criteria for contamination. There were no mfg changes (such as a change in the tines, gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove." Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. It is unk if the aspect sensor caused or contributed to a serious injury. The irritation was improving as of two days after but no further details have been provided as of a month later. Therefore, since it is unk if the irritation has completely resolved, we are being conservative and submitting an MDR.